Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the channel cleaning brush not being able to be inserted due to crushing of the forceps channel was thought to have occurred when physical stress was applied to the insertion part, causing the forceps channel to collapse. The other failure has been previously investigated through the product technical investigation (pti) process. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the tracheal intubation fiberscope exhibited peeling of the insertion coil coating of 1 mm2 or more. It was also found that the channel cleaning brush could not be inserted at all due to the crushing of the forceps channel. There was no patient involvement